Manufacturer narrative:
The recipient's device was reportedly explanted due to skin breakdown causing an infection. The recipient was reportedly reimplanted on november 14, 2023. The recipient's device was discarded and will not return to advanced bionics for analysis. A review of the device history record was completed and no anomalies were noted.  Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding possible treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient's device was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.